Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displays an e103 lamp failure error code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified for the events. However, the event reported like as "e103 clv lamp lightning failure" it is likely, the issue was resolved, by replacing xenon lamp. Olympus will continue to monitor field performance for this device.